Manufacturer narrative:
This report is being resubmitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA on jan 22 2007. Evaluation summary: the device evaluation was completed and the multiple failure codes, 570:320:844:000 were found to be due to the depleted (damaged) battery condition and confirmed. Service installed new batteries and tested the device. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is currently being investigated under CAPA.

Event description:
The facility representative reported a pump with multiple errors, failure code 570:320:844:0000 found during bio-med testing. According to the hospital representative there was no patient injury or medical intervention reported. No additional information was provided.